Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering because blood glucose was not coming down. Blood glucose level was 313 mg/dl at the time of incident. Infusion set had a bent cannula. The device will not be returned for analysis.